Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep. It was reported that the leads were placed in the mail on (B)(6) to be sent back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the physician re-analyzed the location of the leads and was able to remove the leads completely.

Manufacturer narrative:
Analysis of the lead (serial#(B)(4)) found no anomalies and good impedances were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. The other applicable components: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Additional information was also received. Additional review indicated the information in mfg report (B)(4) is related to this event. Any additional information regarding the event will be sent as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It wa s reported the leads were returned for investigation. It was reported that a couple weeks after the ipg was replaced, the hcp replaced both leads. Ipg was reported to be replaced due to recharging difficulties and overdischarged device.

Manufacturer narrative:
Patient weight was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Reflects the main components codes as well as the other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported patient was scheduled for an ipg replacement, and it was discovered during the procedure that both implanted leads' impedances were not in range. It was reported that the patient could not feel stimulation due to impedances being over 40,000. Rep reported they checked impedances on patient programmer with leads inserted in the implantable pulse generator (ipg) and confirmed both leads were not functioning with the wireless external neurostimulator (wens) during the procedure and post op. It was reported the ipg was replaced and the non-working leads remained implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.